Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker collapsed. It was noted that the device is programmed to vvi mode (ventricle pacing and sensing), and that the system is programmed in unipolar. There is visible noise which led to pacing inhibition due to apparent muscle noise. Technical services (ts) were consulted and recommended reprogramming options. The ts consultant noted that all measurements indicate that bipolar programming is feasible for this patient; therefore, this was advised. Reprogramming changes were made during the call. This device remains implanted and in service. No adverse patient effects were reported. The implant date is estimated as the exact date was not provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that the patient implanted with this pacemaker collapsed. It was noted that the device is programmed to vvi mode (ventricle pacing and sensing), and that the system is programmed in unipolar. There is visible noise which led to pacing inhibition due to apparent muscle noise. Technical services (ts) were consulted and recommended reprogramming options. The ts consultant noted that all measurements indicate that bipolar programming is feasible for this patient; therefore, this was advised. This device remains implanted and in service. No adverse patient effects were reported.